Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Date returned to manufacturer: it was reported that the event date was (B)(6), and a loaner was provided on the same day.

Event description:
The customer reported to olympus, the evis exera ii xenon light source brightness control does not work, and tissue cannot be distinguished. The issue was found during the end of a diagnostic gastroscopy procedure under sleep anesthesia. The procedure was completed with no delay using the same device. There were no reports of patient harm.